Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, the initial hcg result was 245.9 miu/ml. The customer questioned the low result and repeated the sample. The repeat result was 282 miu/ml. The initial result was reported outside of the laboratory. The doctor questioned the result as it did not match the patient's clinical picture and the patient had a new sample drawn two days later. On (B)(6) 2023, a new sample was collected and the hcg result was > 10000 miu/ml. The result of > 10000 miu/ml was deemed correct. The hcg reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) found that the sipper nozzle was worn. The fse replaced the sipper nozzle and verified alignment. The customer performed calibration and qc successfully. The investigation is ongoing.